Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and the pump had pump errors in the pump history. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify motion sensor test failure alarm due to motor error alarm. Insulin pump passed idle current test and run current test. Insulin pump had minor scratched display window.